Event description:
The patient stated that over the course of the past year, she has had a few v-go 30 devices where the needle button released on its own. The patient could not recall how many devices there were that the needle button released on its own.